Manufacturer narrative:
A patient experiencing pain at ipg site was reported to abbott. The patient had a pocket revision. Ipg site was moved superior to previous site. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was repositioned resolving the issue.

Manufacturer narrative:
In the initial report submitted on (B)(6) 2021 g3 - date received by manufacturer should be (B)(6) 2021 instead of (B)(6), 2021.